Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is use error due to apparent off label use.(B)(4): device not returned for analysis.

Event description:
(B)(4). It was reported that post a percutaneous transluminal angioplasty (pta) procedure, there was restenosis. The left renal artery had an ostial, tight or focal, eccentric lesion measuring 0.5 mm diameter and 10 mm long. An express sd stent with a 6mm diameter and 14mm length was implanted. The procedure was technically successful and there were no procedure related complications. At discharge, there was less than or equal to 30% residual stenosis. The procedure was rated as a hemodynamic and clinical success at discharge. The patient had a six-month follow-up visit. The documentation indicated that there was a lack of evidence of improvement in the luminal diameter of less than or equal to 30% and was rated as not clinically successful at that visit. Hemodynamic success was reported at this visit.